Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after the completion of a right transcarotid artery revascularization (tcar) procedure, the patient was stable and neurologically intact. The following day, the patient had a stroke. The neurologist identified what appeared to be a small emboli or thrombus in the m2 segment of the middle cerebral artery (mca). The patient also experienced left-sided facial droop and left-sided weakness, and the symptoms lasted more than 24 hours. No further intervention was performed to remove the emboli from the m2 segment, and the patient's status was stable.